Event description:
Event description during the elective replacement of a ventritex implantable cardioverter defibrillator (ICD), which was implanted with this endotak transvenous defibrillation lead, the lead tested ok but the replacement ICD did not convert the patient. The ICD showed an error message indicating a shorted lead. Another surgical procedure was scheduled for extraction of the lead; a new lead and ICD were implanted at that surgery without incident.